Manufacturer narrative:
The device was not returned for evaluation. If further details are received at a later date, a supplemental medwatch will be sent to reflect any new information.

Event description:
It was reported that a clip applier worked for a time and then stopped working, puncturing holes in a pt's veins.